Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm and motor error from the insulin pump.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error alarm during basic occlusion test due to faulty force sensor resistor. The drive support was inspected and no anomaly noted. The operating currents are within specifications and passed self test, a21 error test and displacement test. No a33 alarms noted. The motor was tested outside the device and passed. The insulin pump had corroded battery tube cracked case at the display window corners, case at the reservoir tube window corner, cracked belt clip slot and minor scratches on the lcd window.